Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and ultimate patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020. No atypical alarms or events were captured. The actual speed remained at or above the low speed limit throughout the submitted log files and the pump appeared to be functioning as intended with stable parameters. The account communicated that the patient was admitted with cardiogenic shock. The patient¿s ldh (lactate dehydrogenase) at admit was in the 600s but reportedly rose to over 2000. It was reported via the patient outcome that the patient ultimately expired on (B)(6) 2020 due to cardiogenic shock. There were no alarms associated with this event. No autopsy was performed, and the device was not explanted. The hm3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had cardiogenic shock. Lactate dehydrogenase (ldh) was in the 600 u/l range when admitted. Ldh rose to greater than 2000 u/l. A review of the log file captured routine events, but no notable alarm conditions or parameter changes. It was later reported that the patient expired on (B)(6) 2020 due to cardiogenic shock. No autopsy was performed and the device was not explanted. The device will not be returned for evaluation.